Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implant (nt411) was returned with a mount and two screws for investigation. The mount and cover screw are bundled with the implant and will be investigated under the implant. The screw located in the implant drive feature cannot be identified and was not reported. Therefore, no additional investigation will be performed for the device. Visual inspection of the returned implant identified signs of use and damage around the neck and collar. The screw located in the implant drive feature was unable to be removed, confirming the reported damaged drive feature. The implant mount was visibly damaged but no damage was found to the hex feature when functionally tested with an in-house implant. No damage was observed for the cover screw. The implant system was located at dental position #22 10 and was implanted and removed on the same day. The patient was also reported to have moderate density bone. No x-ray images were provided for the reported events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during the placement of the screw the mount disassembled and during the removal of the mount doctor noticed the implant hex rounded. The reported event (damaged drive feature) was confirmed through inspection. The reported event of mount fracture was unconfirmed as no fracture was found and the mount performed as intended during functional testing. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d4: expiration date, UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant mount fractured and the drive feature was damaged.